Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of clearlink system non dehp solution set slipped out half way from the 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag which resulted in a leak. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. It was observed, the components were correctly placed and according to specifications. Functional testing was performed, including clear passage and pressure testing. And the device performed according to product specifications. During testing, the spike of the returned device was connected to an exactamix ethylene-vinyl acetate (eva) bag and a bag of sterile water and there was no issue noted. A priming test was also performed, and there were no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.